Manufacturer narrative:
(B)(4). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
An inpatient user facility reported that a patient was transferred to the hospital prior to undergoing a routine hemodialysis (hd) treatment scheduled for (B)(6) 2015. Reportedly, the patient presented to the clinic with edema, trouble breathing, and hypotension. The patient's blood pressure was noted as being 82/51 at the time of the physician's assessment. The patient expired at the hospital on (B)(6) 2015. No further event information or patient details were made available. The hospital the patient was transferred to is not known. It is not known if the patient underwent any further hd treatments while hospitalized. The patient's last known treatment was performed at their home clinic on (B)(6) 2015.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. However, no malfunction of the 2008k hemodialysis (hd) machine was alleged, observed, or identified by the user facility during the patient's final hd treatment. An investigation of the device manufacturing records was not able to be conducted by the manufacturer as the 2008k hemodialysis (hd) machine in question was not known, therefore, the serial number was not able to be provided. However, all device history records (DHR) are reviewed and released according to the "DHR review checklist and release procedure." P/n 500658; a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. No medical records were made available; therefore, there is no way to confirm a causal relationship between the 2008k hemodialysis (hd) machine and the patient's death.